Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a parking lot of a restaurant. The cause of death was sudden heart attack. The caller stated that the customer had multiple illnesses; type one diabetes, heart disease, hypertension, heart attack, and replacement kidney. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they do not know where the insulin pump is, but, they agreed to return the device if it is found. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.